Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damage. Customer?s reported issue was duplicated power-up process. The root cause of the reported issue was determined to have been design related. Left flipper was touching the top of the ear clip when plunger assembly was pushed all the way in. Actions taken to mitigate the reported issue: replaced left plunger case. Performed power up process and all functional testing which passed.

Event description:
It was reported that alarming check syringe plunger sensor event occurred. No patient injury reported.